Event description:
It was reported that a clinician in the hospital infusion center had encountered multiple air-in-line alarm events. The clinician was not able to provide any addition information. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Manufacturer narrative:
Omit: a1601 - device alarm system (1012), g0600101 - alarm, audible.

Event description:
It was reported that a clinician in the hospital infusion center had encountered multiple air-in-line alarm events. The clinician was not able to provide any addition information. There was no patient involvement.